Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The customer reported to have replaced the bd to gui cable and the inspiratory pcb. The unit passed extended self-testing.